Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. On an unreported date, that the patient was hospitalized and was treated with "several kinds of unspecified drugs" (routes, doses, frequencies and durations were not reported) for the event. At the time of this report, the patient was not recovered from the event. Pd therapy was ongoing during hospitalization. No additional information could be provided as the reporter declined follow up.